Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, rep indicated that the event was the patient's second revision. This event is for revision of primary.